Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that: the screws were subjected to low dynamic bending loads. Constant alternating load cycles over a period of time led to the fatigue of the material, then to a first crack and finally to the overloading of screw a and b. By screw c the fracture surface shows signs of high dynamic loads. A failure resulting either from a material defect or the manufacturing process could be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported plate and the screws were used for fracture of shaft of tibial on (B)(6) 2012. The patient¿s tibia bone was different in its shape and size than a typical person because he suffered multiple enchondromatosis. On (B)(6) 2014, it was found by x-ray that 3 of the 6 screws were broken, also bone union was not obtained. The surgeon performed the revision surgery and completed the case with new plate and screws. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: I have reviewed the complaint narrative and the accompanying 4 x-rays. I can confirm that there are at least 2 screws broken in the images that I reviewed. Without a second view of the broken screws, I cannot confirm that a third is broken. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
A total of 3 screws were reported to be broken insitu out of six screws implanted. The complainant returned 5 broken screws. Synthes was able to identify by lot number on the returned screws 3 of the 5 broken screws listed below: part number: 413-024s, lot number: 2630846; part number: 413-024s, lot number: 2727193; part number: 413-026s, lot number: 2728807. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.